Event description:
The lead was explanted, due to sensing anomaly.

Manufacturer narrative:
An insulation abrasion was observed at 44 cm from the helix- end, consistent with that produced by friction with the ICD can. The damage found was sustained during the surgical procedure.